Manufacturer narrative:
An event of patient death was reported. A more comprehensive assessment, including a histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B2, b3: dates estimated.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of death : due to the missing information, the date of death was estimated as (B)(6) 2023, based on the abbott aware date.

Event description:
This event is being conservatively reported for an unknown patient after successful implant of a 25mm navitor valve and an uneventful post-procedure hospital stay. It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted. There were no reported problems post-operatively and the patient was discharged on (B)(6) 2022. On (B)(6) 2023, the patient was found deceased. The exact date the patient died is unknown. The patient cause of death is unknown. No additional information was provided.